Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, needle popped off from the suture. A component fell into the patient's cavity and was retrieved. There was no patient injury.